Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during drain 2 of 4 was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The patient stated she disconnected from the hc to use the bathroom and forgot to stop the therapy. The batch review was not performed because the lot number is unknown. This review finds the labeling adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A home patient (hp) contacted (B)(4) regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during drain 2 of 4. The hp stated she disconnected from the hc to use the bathroom and forgot to stop the therapy. The technical service representative (tsr) explained se 2240 indicates a large amount of air has entered setup and advised the hp to cycle power to clear the alarm. The tsr advised the hp to inform the peritoneal dialysis nurse about the alarm. The hp confirmed she would complete therapy with manual supplies. The tsr reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted.